Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. Once at the hospital the patient reports being treated with an injection of insulin. The patient reports their doctor had taken them off the product after this event but they are currently using pods as a treatment. It should be noted the patient was also diagnosed with an infected gallbladder.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.